Event description:
The customer reported that the achieva plus ventilator stopped cycling while on a patient. The ventilator alarmed both audibly and visually and there was no patient harm or injury noted.